Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold observed. Stress mark observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. And capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade unknown. Device remains implanted.